Manufacturer narrative:
The creatinine reagent lot was 754425. The reagent expiration date was requested, but it was not provided. The field service engineer checked the status of rinse station tubes and needles and checked the internal and external washing of sample probes, reagent probes, and ultrasonic mixers. He cleaned the cuvettes, the aspiration position on the reagent plates, and the probes. He performed a blank cel and quality controls. No further issues were reported after the service actions. The investigation is ongoing.

Event description:
There was an allegation of questionable low crep2 (creatinine) assay result for a patient sample tested on cobas 8000 c 702 module. The initial result was 63.8 mol/l and was repeated on the same module as 208.5 mol/l. The result from a different sample from the patient tested with a different cobas c 702 module was 244.4 mol/l. The discrepant low result was not reported outside the laboratory because the patient's history previously gave values between 200-300 mol/l.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.